Manufacturer narrative:
Product ID: 3093-28, lot# v967499, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient was complaining of a ¿complete¿ return of symptoms. The patient then met with the manufacturer representative to check the device on (B)(6) 2013. Impedances were measured and all contacts were greater than 4,000 ohms. It was noted that the patient did ¿a lot¿ of yoga and had been on a recent camping trip. It was stated the device ¿ceased to function properly¿ following the camping trip, which occurred sometime in (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.